Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. It was reported that there was noise exhibited on the ra channel along with out of range pace impedance measurements, measuring greater than 2,000 ohms. It was believed that the lead body had been damaged. No adverse patient effects were reported.